Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician called to report that the patient implanted with this pacemaker and non-boston scientific right atrial (ra) lead had the lead safety switch activated due to low pacing impedances less than 100 ohms. The device was left in the current configuration since everything appeared to be functioning properly (e.g., thresholds and sensing). The possibility of an outer insulation problem was discussed, but this has yet to be confirmed. No adverse patient effects were reported.